Manufacturer narrative:
The thermogard xp ivtm system (serial #(B)(4)) was evaluated at customer site. The reported complaint of the saline fluid in the pump rotor of the thermogard xp ivtm system was confirmed during visual inspection. Contaminated pump rotor was observed. To remedy this issue, the pump rotor was replaced. The root cause of the contaminated pump rotor was from the saline fluid leak that was caused by user error, the start-up kit (suk) was installed incorrectly into the pump raceway. Zoll personnel has planned to re-train the customer as a corrective action. The reported broken white roller and pump cover were confirmed during visual inspection. These physical damages were due to the incorrectly installed suk. The white roller and pump cover were replaced. During event log review, no irregularities were recorded. After service completion, the thermogard ivtm system passed the functional test without any error or fault. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial number (B)(4).

Event description:
During ivtm therapy on a (B)(6) years old, (B)(6) kg female patient, customer reported that the normal saline (ns) bag has emptied and pump rotor was wet. The thermogard ivtm system (serial #(B)(4)) generated "air trap"alarmed. The customer called customer service and during the troubleshooting, it was determined that the start-up kit (suk) was installed incorrectly into the pump raceway. The suk tubing was damaged by the guide pins. Per reporter, one white roller and pump cover were broken on the console. Therapy was continued using another tgxp console and suk. No consequences or impact to patient was reported.